Event description:
N/a.

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and siphon guard. The valve failed the test for pressure. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was noted on the ruby ball and on flat spring of cam/ball arm assembly. Root cause - the root cause for the issue reported by the customer, is due to biological debris and protein build found on the ruby ball and on flat spring of cam/ball arm assembly.

Manufacturer narrative:
Device history record (DHR) update¿ the product code 82-8807pl with lot 6979000, conformed to the specifications when released to stock.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID: 828804pl) was implanted on (B)(6) 2023. The patient came back for a shunt revision due to the valve not flowing properly, patient symptoms did not improve, therefore, the valve was removed and replaced on (B)(6) 2023. It was tested with a monometer which confirmed it was not draining properly. The valve was set at setting 3 but did not drain properly based on that setting. The patient symptoms improved after the valve was changed and doing better now.